Event description:
It was reported that the customer experienced an error with their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the sensor session was successfully restarted without further errors.